Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the opened outer sterile packaging was available for investigation in a decontaminated condition. There was one perforation/cut in one place. For damaged packaging there is a point mentioned in the IFU: sterility - do not use implant components that are past their expiration date or where packaging is damaged. The packaging processes in the responsible production department are validated. The packages are reviewed 100 percent visually and inspected within the production process. There are no indications for a manufacturing failure. Batch history review - the records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably transport/usage related. Rationale - due to the condition of the packaging and the kind of damages we assume that the failure occurred most probably during the distribution and transport process to the respective hospital. A further potential cause could be that after unpacking the implant from the carton, the nurse has placed the implant on the operating table with too much force.

Event description:
It was reported that there was an issue with the outer package of a device. While preparing for a procedure, the nurse noted that the outer package was damaged. A picture revealed a small hole. The package contained a femoral component. The sterility of the component was not affected; however, the nurse had to prepare the back table a second time due to the malfunction. Further details have been requested.